Event description:
It was reported that multiple on going occlusion alarms occurred. The customer's blood glucose level ranged from 216-325 mg/dl. The infusion set and cartridge was changed multiple times to address the occlusions. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.